Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, refractive deviations after cataract surgery were observed in both eyes. Axis shift of 5-10 degrees in the post op left eye although the target refraction was -0.20 in the company device, +0.50 hyperopia and -1.50 post-astigmatism for the left eye op +1 and -.2.25 astigmatism. There are two medical device reports associated with this event. This report is associated with the left eye. Additional information was requested and received.